Event description:
It was reported that the patient complained of pain on the right side. The patient developed pocket erosion. The device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.